Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2012 (date is approx), patient underwent two level anterior cervical discectomy and fusion (acdf) at levels c5-7 using medtronic products. Post-operatively on (B)(6) 2015, the patient presented in office with rash and joint pain. All rheumatology tests were negative. Patient has vgii allograft implanted as well. It is suspected that the symptoms may be an allergic reaction to the implants.